Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2014, the subject device was implanted with a volta 1cr65, s/n (B)(4) in the ¿(B)(6)". After 5 months the pacing threshold increased from 0.7 v and 0.35 ms to 2.5 v and 1 ms. Furthermore and according to the last fu on (B)(6) 2016, noise episodes were observed on the ventricular channel. On the light of this the physician is thinking about replacing the ICD and/or the lead and she is requesting an analysis of this case to know the estimation of the longevity of the battery and if a replacement of the ventricular lead should be recommended.

Event description:
On (B)(6) 2014, the subject device was implanted with a volta 1cr65, s/n (B)(4) in the ¿(B)(6)." After 5 months the pacing threshold increased from 0.7 v and 0.35 ms to 2.5 v and 1 ms. Furthermore and according to the last fu on (B)(6) 2016, noise episodes were observed on the ventricular channel. On the light of this the physician is thinking about replacing the ICD and/or the lead and she is requesting an analysis of this case to know the estimation of the longevity of the battery and if a replacement of the ventricular lead should be recommended.